Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer's expected non-fasting blood glucose test result range is 250 to 350 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi. The test strip lot manufacturer's expiration date is 12/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer's daughter called in complaining that the mother's new true track meter had been producing the e-3 message upon strip insertion, as customer was inserting test strip into meter with blood sample applied. Instructed customer on proper testing technique and had customer run a blood test during troubleshooting process but meter produced two readings of "hi" even though customer felt absolutely no symptoms of hyperglycemia. Customer did just recently eat lunch so the tests were non-fasting. Customer has not had any recent changes in diet, exercise, or medications.